Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving 2 sensor scans of 53 mg/dl as compared to results of 240 mg/dl and 235 mg/dl obtained from a built-in meter. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant.